Event description:
Patient follow up indicated that the issue is not completely resolved but the patient is doing fine and close to normal overall and likely as good as expected.

Event description:
The patient is experiencing mild marginal mandibular nerve weakness. At 6 month postop follow up appointment, his nerve function had improved about 50% but had not entirely resolved. The physician believes it is likely he will have some residual deficit. Follow up check is planned at 12 months postop.